Event description:
During the introduction of the coronary orbital atherectomy device (oad) into the coronary, the viperwire advance spring tip was observed to be separated from the rest of the wire. The guide wire was removed with the distal portion left in vivo at the distal diagonal vessel; no attempt was made to retrieve the fractured guide wire. The oad and viperwire were exchanged to complete the procedure. The patient was stable with no consequences.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).